Manufacturer narrative:
A sample device was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported during implantation of an intraocular lens (iol) the plunger stays hooked. The plunger either goes up or down. The plunger does not advance correctly and does not drag the lens forward well. Additional information was requested and received stating the lens were implanted and there was notch on periphery of the lens. There was no impact on the patient.

Manufacturer narrative:
Corrected information was provided in h.6.  On initial MDR the patient code of 4580 was an error.  It should have been 4582 the manufacturer internal reference number is: (B)(4).